Event description:
Hcp reported that during implantation, while closing the aortotomy, surgeon determined that the stent posts on the hancock ii were sitting too high and would probably cause an aortic perforation. The valve was abandoned and returned for eval. There were no reported adverse effects to the pt.